Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. B5: additional information added to event summary. H6. Coding updated based on additional information received. E1: updated phone number medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional event details received. No causes or contributing factors for the premature detachment were identified. The procedure was completed well. The tip detachment occurred while flushing the catheter on the preparation table. The apollo tip was not embedded in the onyx cast. There was no note of vessel calcification. No kink or damage was noticed on any of the devices.

Event description:
Medtronic received a report that the apollo microcatheter detached while flushing. The patient was undergoing surgery for treatment of an arteriovenous malformation (avm). The access vessel was the middle cerebral artery with a diameter of 3 mm. It was noted the patient's vessel tortuosity was normal. It was reported that the doctor needed to inject onyx but while preparing the microcatheter, it got detached while flushing the same. There were no patient symptoms or complications associated with this event. The device and any accessories were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. Ancillary devices include a onyx.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.